Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all symbols were legible. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded properly and removal of the cover did not find any damage or contamination with the button contacts. The investigation was unable to duplicate the reported button issue.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the ¿ok¿ button was sticking. Reportedly the sticky keypad issue started after the patient had dropped the pump in water. Patient reported that there was no evidence of moisture ingress or corrosion in the battery compartment and the cartridge compartment, no cracks in the pump case, and no damage to the rubber keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.